Event description:
The pt fell and hit her left hip. The implantable neurostimulator moved about 2 inches from its original spot on the pt's lower back to her right hip. About a month and a half after the fall, the pt began experiencing mild shocking and loss of therapeutic effect in her area of parasthesia. The stimulation sensation was intermittent. The pt was at home at the time of the complaint; her status was reported as 'fair'. The field rep was made aware of the pt's situation. The pt hadn't made an appointment to be seen by the hcp. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.